Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump received with a broken end cap, scratched display window and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the customer dropped the insulin pump on the floor while staying at the school and the device was cracked at the end cap. The customer thought it was fine and put tape on it. The blood glucose reading was 548mg/dl. Troubleshooting was performed, and the driver support cap was sticking out. Advised the caller to disconnect the device and revert to back up plan. No further information was provided.